Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's son reported on behalf of his father who received reading of "lo" (readings less than 40 mg/dl) on the sensor scan compared to unspecified reading obtained on an unspecified meter. It was further reported that customer did not experience any symptoms of hypoglycemia, however he was unable to self treat. Customer was treated with unspecified units of insulin and had contact with healthcare provider who administrated extra units of insulin novorapid. There was no report of death or permanent impairment associated with this event.